Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of vision loss and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported endophthalmitis with a streptococcus bacteria identified and loss their vision nine days after a needling procedure against the xen®45 gts in the unknown eye. Patient is currently hospitalized.